Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-01950. It was reported the patient's scs system leads were revised. Reportedly, x-ray showed the leads migrated down two vertebral bodies. During the procedure both leads were replaced with two new leads.